Manufacturer narrative:
Additional narrative: on 2/20/1998 a nellcor puritan bennett employee visited home care to download the trend memrory data from the n200. The unit's trend memory data was successfully downloaded. Examination of the unit's trend memory data shows that the unit was alarming prior to and during the alleged event. Additionally, the unit's alarms were functionally tested. No anomalies or discrepancies were found. Nellcor puritan bennett feels this matter is closed.

Event description:
On january 7, 1998, a nellcor puritan bennett employee received a call inquiring info on how to extract the trend memory data from an n200. Further discussion alleged that on december 14, 1997, a 2 year old pt died while being monitored by a nellcor puritan bennett model n200. Reporter stated she needed to download the info from the n200 to the ps200 so they can find out whether the audible alarm had been turned off by the nurse. Reporter stated, "there is no problem with the oximeter that we are aware of."